Manufacturer narrative:
(B)(4). Batch # r57y5d. Device analysis: the analysis results showed that the tlh30 device arrived with no apparent damage with a reload present. The reload was returned fully loaded with staples. The device was tested for functionality with the returned reload and it cycled, fired, and all the staples formed as intended. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as no malformed staples were observed and the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
Malformed staples. It was reported that during the open lobectomy surgery, after fired, noted the staples malformed with irregular shape. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.